Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed processor circuit card. The arctic sun 5000 was evaluated. It was also stated that the pressure offset was too low (-1 psi) so calibration not possible. Per additional information received, the processor circuit card had failed. The processor circuit card was replaced. The device underwent and passed testing after all repairs. The investigation indicated that the reported issue was not manufacturing related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mixing and circulation pumps need to be replaced in arctic sun device, as well as the drain ports. Per wo review on (B)(6) 2023, it was noted that there was no patient involvement. Per additional information received on (B)(6) 2023, more than likely it was one port they broke easily or the internal spring was missing. Spare part port kits come with two, so most tech normally replace both if one was leaking. Again, the technicians were only doing top level root cause and do not determine the defects of the exchanged components. Drain valves was leaking. There was no patient involvement. Replaced circulation pump, mixing pump, drain valves and processor circuit card. It was noted that the processor circuit card replaced. Per the additional information received from the received on (B)(6)2023, it was noted that the processor circuit card replaced. It was also stated that the pressure offset was too low (-1 psi) so calibration not possible. The replacement of the pcc fixed the problem.

Event description:
It was reported that the mixing and circulation pumps need to be replaced in arctic sun device, as well as the drain ports. Per wo review on (B)(6) 2023, it was noted that there was no patient involvement. Per additional information received on (B)(6)2023, more than likely it was one port they broke easily or the internal spring was missing. Spare part port kits come with two, so most tech normally replace both if one was leaking. Again, the technicians were only doing top level root cause and do not determine the defects of the exchanged components. Drain valves was leaking. There was no patient involvement. Replaced circulation pump, mixing pump, drain valves and processor circuit card. It was noted that the processor circuit card replaced. Per the additional information received from the received on (B)(6) 2023, it was noted that the processor circuit card replaced. It was also stated that the pressure offset was too low (-1 psi) so calibration not possible. The replacement of the pcc fixed the problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.